Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lens. The complaint was verified by functional testing. The cause was the air detector not detecting liquid. Replaced air detector to correct the issue. Replaced dso seal, optic switch, lcd len, keypad, overlay, rear label, side label, battery compartment. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an issue with its air-in-line sensor. The event occurred during preventive maintenance. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.